Event description:
Information received from affiliate. This information indicates a pt was wearing acuvue oasys contact lenses (cl) and developed 2 corneal ulcers (cu) od. The event occurred in 2008. The pt was using complete multipurpose solution to disinfect cl. The date the pt started wearing acuvue oasys cl is unknown. The report stated that the pt was a truck driver and was wearing cl for an "extended period of time (24 hrs) as a truck driver". On the first week of the same month, the pt became symptomatic. On four days earlier, the pt consulted and eye care professional (ecp) at the honda eye clinic and was diagnosed with 2 central corneal ulcers at 9 o'clock, each was less than 1mm x 1mm in size. The treatment regimen included corneal epithelium scraping and the application of pimaricin and gatiflo eye drops. The pt did not suffer loss of va. The pt returned to the clinic on the same month, va correction with glasses was 1.0. Lot history review and product evaluation were not performed because the lot number was not provided and suspect product was not available for evaluation. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.